Event description:
The pad that was coming off did not fall into the patient. There was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the reporter, refer to b5.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The tissue pad was worn and partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the likely cause of the tissue pad being worn and partly peeled off, due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the tissue pad on the sonicbeat came off in the early stage of laparoscopic cholecystectomy. The procedure was completed with the same type of device. The device settings are unknown. There were no effects on the patient.